Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the vitreotome did not cut during a vitreoretinal procedure for a retinal detachment. The aspiration function was not known. The vitreotome was replaced and the procedure was completed with no harm to the patient. Additional information has been requested but none has been received yet.

Manufacturer narrative:
One probe sample was returned for evaluation. A review of the related device history records associated with two possible reported lot numbers indicated that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected and it was deemed nonconforming. Surgical material was present at the port. Actuation testing was performed and it was deemed nonconforming. The cutter did not continually close. Aspiration testing was performed and it was deemed conforming. Cut testing was performed and it was deemed nonconforming. The probe was disassembled and the components inspected. There was no wear on the inner cutter when compared to the cutter wear visual standards. The extension was detached from the coupling. The root cause for the poor probe performance was due to the separation of components within the probe. It appeared that at the very beginning of the probe use the adhesive bond failed causing the extension to detach from the coupling. An investigation has been initiated to lower the occurrence of detachments of the extension from the coupling. (B)(4).

Event description:
The company representative indicated the procedure was performed on the right eye and that the aspiration was functioning.